Manufacturer narrative:
Additional information: d9, g3, h6. Event description: it was reported that the light cable gets very hot and it smells burnt when the device was removed from the console. The light source settings are on "standard" and a histeroscopy procedure was performed before the failure occurred. The service evaluation revealed the unit passed all tests during safety and functional testing. However, during long term testing it was observed that the led temperature got too hot resulting in a hot light cable in the storz port. Although the light cable used with the ccu was not returned, the customer provided pictures of the cable showing burning marks (see attachment 2). Therefore, the reported event is confirmed. The most likely cause is attributed to a defective light engine resulting from a supplier manufacturing issue.

Event description:
It was reported that the light cable gets very hot and it smells burnt when the device is removed from the console. The light source settings are on "standard" and a histeroscopy procedure was performed before the failure occurred. There was no harm for patient, operator or third party reported. This was noticed after the surgery. No further information received.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.